Event description:
The customer reports observation of elevated advia centaur high sensitivity troponin I (tnih) results which were discordant relative to alternate method testing when using tnih kit lot 113. An initial elevated result was obtained for a 63-year-old female patient. The initial elevated result was reported to the physician(s), who questioned the result. The initial sample was repeated on a non-siemens instrument, and a result of 0.013 g/ml was obtained. Two hours later, a new sample was redrawn and tested on the original system, which produced an erroneous result of 62.11 pg/ml. The redrawn sample was then repeated on a non-siemens instrument, and a result of 0.017 g/ml was obtained, which was considered correct and reported to the physician(s). The customer confirmed that the patient was not admitted to the emergency room due to the discordant tnih result. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observation of elevated advia centaur high sensitivity troponin I (tnih) results which were discordant relative to alternate method testing. Calibration and quality control (qc) recovered within range on the date of the event. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation is not warranted because the appropriate testing was conducted at the customer site. Based on the available information, a specific cause for the discordant result was unable to be determined. A product problem was not identified. The customer is operational; the issue was resolved by routine troubleshooting.